Event description:
It was reported that the right ventricular (rv) lead had dislodged, resulting in high capture thresholds and oversensing of both atrial pacing and atrial sensing. Additionally, non-sustained ventricular tachycardia episodes were recorded via remote monitoring. Technical services (ts) were consulted to review the device data. A ts consultant confirmed the clinical observations and suggested questioning the coil's position. Additional troubleshooting and programming options were recommended. The field representative confirmed that the patient was brought into the clinic to perform isometrics and provocative maneuvers; however, these did not reproduce the reported issues. Programming changes were made to the device. The plan is to bring the patient back to the clinic next month to decide whether a lead revision procedure will be performed. The lead currently remains implanted and in service with no adverse effects reported. Update: recent field reports indicate that the patient visited the hospital's emergency department due to unspecified inappropriate events. The patient was subsequently referred for an rv extraction and replacement. According to the field representative, the device replacement procedure was anticipated for december 3rd. However, it has not yet been confirmed whether the procedure occurred on the expected date. An additional request for further information has been submitted.

Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.

Manufacturer narrative:
The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, resulting in high capture thresholds and oversensing of both atrial pacing and atrial sensing. Additionally, non-sustained ventricular tachycardia episodes were recorded via remote monitoring. Technical services (ts) were consulted to review the device data. A ts consultant confirmed the clinical observations and suggested questioning the coils position. Additional troubleshooting and programming options were recommended. The field representative confirmed that the patient was brought into the clinic to perform isometrics and provocative maneuvers, however, these did not reproduce the reported issues. Programming changes were made to the device. The plan is to bring the patient back to the clinic next month to decide whether a lead revision procedure will be performed. The lead currently remains implanted and in service with no adverse effects reported. Update, the rv lead was oversensing atrial activity as ventricular fibrillation (vf) events, which almost triggered unnecessary therapy. Received additional information the lead was explanted and replaced successfully. It was noted there was a fracture above the coil with noise observed. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, resulting in high capture thresholds and oversensing of both atrial pacing and atrial sensing. Additionally, non-sustained ventricular tachycardia episodes were recorded via remote monitoring. Technical services (ts) were consulted to review the device data. A ts consultant confirmed the clinical observations and suggested questioning the coil's position. Additional troubleshooting and programming options were recommended. The field representative confirmed that the patient was brought into the clinic to perform isometrics and provocative maneuvers however, these did not reproduce the reported issues. Programming changes were made to the device. The plan is to bring the patient back to the clinic next month to decide whether a lead revision procedure will be performed. The lead currently remains implanted and in service with no adverse effects reported. Update, the rv lead was oversensing atrial activity as ventricular fibrillation (vf) events, which almost triggered unnecessary therapy. Received additional information the lead was explanted and replaced successfully. It was noted there was a fracture above the coil with noise observed. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had dislodged, resulting in high capture thresholds and oversensing of both atrial pacing and atrial sensing. Additionally, non-sustained ventricular tachycardia episodes were recorded via remote monitoring. Technical services (ts) were consulted to review the device data. A ts consultant confirmed the clinical observations and suggested questioning the coil's position. Additional troubleshooting and programming options were recommended. The field representative confirmed that the patient was brought into the clinic to perform isometrics and provocative maneuvers; however, these did not reproduce the reported issues. Programming changes were made to the device. The plan is to bring the patient back to the clinic next month to decide whether a lead revision procedure will be performed. The lead currently remains implanted and in service with no adverse effects reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be issued.